Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Arrhythmia is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed medwatch report, additional information was received reporting that the patient was also treated with medication.

Manufacturer narrative:
(B)(4). Additional information was received stating that the patient was treated with medication. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient was experiencing ventricular arrhythmia post procedure that required an ablation procedure for treatment; however, the symptoms are continuing. No additional information was provided.

Event description:
Subsequent to the initial report filed, new information received states that the patient symptoms of ventricular arrhythmia post procedure were resolved.

Event description:
Subsequent to the previously filed medwatch report, additional information was received reporting that the arrhythmia is reported to be due to wolf parkinson white syndrome. No additional information was provided.